Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and it failed the sound tests. Manual "try it" testing was performed and failed due to no audio. The receiver was opened and an internal visual inspection was performed and failed due to defective/ damaged speaker. Speaker resistance was measured and failed due to defective/ damaged speaker. The allegation was confirmed. The probable cause was determined to be assembly error causing a defective/ damaged speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.